Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that the patient¿s patient programmer (pp) would not power up. It was reviewed with the patient that the issue was most likely due to the programmer needing new batteries. The battery type was reviewed with the patient, but they didn¿t have access to new batteries at the time of the call. There were no symptoms reported and this issue occurred on (B)(6) 2017. Additional information was received from the health care professional (hcp) on 201-03-29 reporting that the patient had scs programming completed. The issues were clarified that the programmer was powered up but stimulation was not felt. It was reported that the scs system was found to be powered up but was turned way down and was under the sub-threshold. Amplitude was turned back up and stimulation as felt. The stimulation was felt 100% in the patient¿s painful areas. This was reported to have helped their lower back pain on (B)(6) 2017. The patient was to have the scs battery site repositioned to the abdomen. It was reported that the patient¿s fall was related to yard work on a steep hill in their back yard and the patient lost their footing. The patient was currently in the scheduling process for the battery repositioning.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that a patient fell three times while going up an incline about a month ago, after the first snow fall. Following the fall or on the same day as the fall, the patient¿s device started buzzing constantly. They felt the buzzing every day for the next two weeks and it was reported that it drove the patient crazy. It was reported that it got to the point that they could hardly stand the buzzing anymore because it wouldn¿t go away and then finally it stopped. It was reported that the patient may have felt this type of buzzing before, but not constant like this and then it was adjusted and went away. The patient then reported that they started feeling pain in their lower back, which was much lower down. It was so low that it was close to the anus and in the crotch of their right leg. It was reported that this began a couple of weeks ago (2017). It was also reported that the last time the patient went to charge their ins to about 50 percent they got a ¿feeling that something was central like it was one wire that was going right straight that didn¿t feel like normal and in their mind they knew that there were wires going all over and it was needle like and seemed to go clear to the center where it was centralized needles.¿ it was reported that this needle sensation occurring while charging began ¿probably a week or two ago¿. The patient reported that the implant got so sore and it seemed like the needle sensation was coming from right behind ¿it¿ and that they were now afraid to charge their device. They were afraid to put the two together to add electricity to it. The patient stated they had been so sore since then and sore when they walked that they started laying down so much that their life was in ruins because of this. It was reported that there were three times when they got out of bed that they had a pain that was so sharp around the implant that it ¿threw them backwards¿. When they went backwards it made the patient feel like they were going to vomit, because it was such a sharp throw back. It was recommended that the patient turn the device off until they were able to meet with the healthcare provider for follow-up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.